Manufacturer narrative:
For all three devices, the lot numbers were not provided and lot history reviews were not performed. All the three devices were not returned to the manufacturer for evaluation; however, medical records were provided for all malfunctions. For two malfunctions, the investigations are confirmed for filter tilt and perforation of the inferior vena cava. For one malfunction, the investigation is confirmed for filter tilt; however, the investigation is inconclusive for perforation of the inferior vena cava. Based upon the available information, the definitive root cause is unknown. The devices are labeled for single use.

Event description:
This report summarizes three malfunctions. A review of the reported information indicated that model unknown vena cava filter allegedly experienced malposition of device and patient device interaction problem. This information was received from various sources. This malfunction involved all three patients with no consequences. All three female patients' ages were reported to be between 55-76 years and weight was not provided for all three patients.